Event description:
It was reported that on (B)(6) 2015, the patient experienced chest pain. On (B)(6) 2015, the patient presented in the emergency room and the physician suspected pericardial effusion as a result of perforation. Evidence indicative of pericarditis was noted via electrocardiogram. An x-ray revealed a small amount of fluid around the heart. In addition, the right lung was collapsed. The atrial lead exhibited loss of capture and upon a repositioning attempt, the lead dislodged when the stylet was removed. The lead was explanted and replaced on (B)(6)2015. Fluid was removed via a chest tube during the procedure. The patient was in good standing following the procedure. Subsequently, the patient was seen for follow up and was doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).